Manufacturer narrative:
The company rep examined the system and replaced the upper front panel cover. Preventive maintenance was performed, and the system was then tested and met specifications. The phaco handpiece was exchanged. Root cause has not been determined. (B)(4).

Event description:
A nursing tech reported that a pt was anesthetized with local anesthesia awaiting surgery, when it was determined that the handpiece would not connect to the system. They attempted to troubleshoot the problem, but eventually had to exchange the handpiece. The surgery was completed after 1.5 hour delay. The nursing tech reports there was no harm to the pt.